Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, at the end of the procedure with the subject device, the distal cap cracked in two in the doctor's had while wiping the endoscope sheath. The customer reported the patient had a gastric lesion and there was traces of mucous membrane in the cap and in the head of the endoscope. The gastric lesion was not treated. No additional information was provided regarding the size or type of tissue involved. This is report 1 of 2 for the distal cap.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and the legal manufacturer's investigation. The subject device was evaluated by olympus and it was confirmed to have cracks. It is not possible to determine at what stage this crack occurred, but if it did occur during use, it may have been more prone to tissue damage. A replication test has been conducted using a test scope with a retained sample of distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to suction activation while removing the scope and/or not properly inspecting the distal cover before and after properly attaching it to the scope. If suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover. It has been found the mucous membrane is maintained in the sucked state for several seconds even after the suction operation is stopped, and the suction operation is not performed during the removal. Even if the tip cover is not cracked, mucosal damage can occur if the scope is removed immediately after the suction operation is stopped. Start the inspection without confirming that the tip cover is properly attached during the pre-use inspection (start the inspection with the tip cover cracked).

Event description:
The customer provided additional information: the patient's procedure was therapeutic and the patient's condition was monitored after the procedure. The customer also stated the distal cover is usually difficult to remove with both hands. This is report 1 of 2 for patient identifier (B)(4) and the distal cover. Report 2 of 2 is for patient identifier (B)(4) and the endoscope. The customer also reported they had other unspecified malfunctions with the distal cover possibly causing gastric lesions and mucous membranes were found on the cap and head of endoscope at the end of procedures in approximately 5-10 patients. The events are reported as follows: (B)(6) is for the distal cover associated with (B)(6) for the endoscope. (B)(6) is for the distal cover associated with (B)(6) for the endoscope. (B)(6) is for the distal cover associated with (B)(6) for the endoscope. (B)(6) is for the distal cover associated with (B)(6) for the endoscope. (B)(6) is for the distal cover associated with (B)(6) for the endoscope.

Manufacturer narrative:
This supplement is being submitted to provide additional information from the customer in b5.